Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system t-connector extension set did not allow flow during use. When the t-connector was connected to IV catheter, blood would not flow out. The t-connector was removed and a forceful flush caused a small piece of plastic to break loose from where the tubing connects to the hub of the t-connector. After this, solution flowed through the t-connector. There was no patient injury or medical intervention associated with this event. No additional information is available.